Event description:
It was reported that pt (B)(6) was experiencing redness and swelling at the chest incision site. The pt has been diagnosed with a keloid scar with the potential cause noted as abnormal healing. It is thought that this event is possibly device related. No further info is available at this time.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.